Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that insulin pump had motor error alarm. Customer also reported that his wife experienced high blood glucose level of 485 mg/dl. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The customer asked about assistance on how to administer bolus. The insulin pump was returned for analysis.